Event description:
It was reported to boston scientific corporation in 2008, that an autotome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure one day prior. According to the complainant, during the procedure the physician noted that the distal tip of the tome split at some point during the procedure. The procedure was successfully completed with another device. No patient complications were reported as a result of this event. The patient's condition was reported to be "fine."

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed. Therefore, the cause of the reported malfunction is undetermined.